Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit, failed battery test and no delivery. Customer stated that the she received the battery cap, but the insulin was not working. Customer's blood glucose was 536 mg/dl and she treated with manual injection. Troubleshooting was done for battery out limit. Customer received also displayable history crc check failed on startup. Troubleshooting was not done for no delivery due to it was past event. The customer ran a self test and the insulin pump passed. The customer was advised to monitor the insulin pump and to call back if issues persist. Customer requested for insulin pump replacement. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.